Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 0.9. Second test inr = 0.8. Third test inr = 0.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 0.9. Second test inr = 0.8. Third test inr = 0.8. Mean = 0.83; sd = 0.06; %cv = 6.9%. The %cv is less than 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.